Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was an scs sys including an ipg on (B)(6) 2005. It was reported that her leads had migrated over the ipg making is difficult to recharge the device (reference MFR. Report # 1627487-2011-00207). Surgical intervention was undertaken to correct the migration issue with the pt's leads. At that time, her ipg was replaced due to its inability to recharge.